Manufacturer narrative:
Device was not returned for evaluation.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the reload cartridge became jammed in the device. There was no consequence to the pt.